Event description:
It was reported that during a cochlear implant procedure, after the patient was anesthetized they stimulated the nerve but did not receive the return they expected. The stim setting was at 1.0ma but was receiving .4ma in return. They changed the probe to check if the issue was with the probe however the same issue occurred. The surgeon decided to end the case at that point. After the case the nim system was evaluated by a medtronic rep at the user facility and no issues were identified and the system was found to be working fine. The patient presented for the second case with an infection at the initial surgery incision site so they canceled the procedure again. The devices remain in use and no further issues have been reported as of this date.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the devices were evaluated by a medtronic rep at the user facility. No issues were identified and the system was found to be working fine. The nim system remains in use and will not be returned for further evaluation.